Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed preventive maintenance and replaced preventive maintenance kit parts. The cse replaced all the probe tips, checked the alignments, cleaned all the cuvette windows, and replaced the integrated multi-sensor technology (imt) module. The cse also discovered that the port was blocked; this was resolved. The cse ran a dilution check and a system check, which passed. The cause of the discordant ammonia results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant ammonia results were obtained on three patient samples on a dimension exl with lm instrument. The sample for patient 1 was obtained from an emergency room. The discordant result for patient 1 was reported to the physician(s), while it is unknown if the discordant results for the other two patients were reported. The sample for patient 1 was diluted with a dilution factor of 1:1 and repeated twice on the same instrument, resulting higher. The sample for patient 2 and 3 were repeated on a dimension exl 200 instrument, resulting higher for patient 2 and lower for patient 3. The corrected result for patient 1 was reported to the physician(s), while it is unknown if the repeat results for the other two patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ammonia results.